Manufacturer narrative:
G4: 09jan2020. B4: (B)(6). The service technician replaced the touchscreen as preventive measure. The service technician also replaced the top cover, cpu (central processing unit) cover tray and front panel assembly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: (B)(6) 2019 the service technician evaluated the ventilator and could not confirm the reported problem. The touchscreen will be replaced as preventive measure. The service technician identified that the top cover, cpu (central processing unit) cover tray and front panel are damaged; therefore, these parts require replacement. The repair will be completed once customer approval is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
The customer reported a navigation ring malfunction. There was no patient involvement.